Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: xom unk m-bur-bld, serial/lot #: unknown. Product ID: 3334800. Analysis found the handpiece overheated at 49.3 c at one minute and was found noisy. Product ID: 3334800 pli: 10: fdc/annex d codes: (B)(4), fdm/annex b codes: (B)(4), fdr/annex c codes: (B)(4), product ID: xom unk bur pli - 20: fdc/annex d codes: (B)(4), fdm/annex b codes: (B)(4), fdr/annex c codes: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the tip of the handpiece and the bur guard overheated at 49.3c at one minute during a tympanoplasty surgery. It was reported that the handpiece was not replaced until the procedure was completed, but the bur guard was replaced from the disposable bur guard to the bur guard that can be reused after sterilization. It was reported that the disposable guard overheated and the re-sterilized type didn't overheat during intra-op. There is no patient impact